Manufacturer narrative:
Additional clarifications were provided : rattling sound from the subject device was reported. Recommendation to check the functioning/integrity of the pacing system was provided on (B)(4) 2014.

Event description:
Reportedly ,the noise signals were observed on ecgs, an analysis is requested. Preliminary analysis showed non-physiological signals at both channels since (B)(6) 2014. The physician should evaluate the benefit of a re-intervention, so as to check the functioning/integrity of the pacing system.

Event description:
Reportedly ,the noise signals were observed on icecgs, an analysis is requested. Preliminary analysis showed non-physiological signals at both channels since (B)(6) 2014. The physician should evaluate the benefit of a re-intervention, so as to check the functioning/integrity of the pacing system.

Event description:
Reportedly ,the noise signals were observed on icecgs, an analysis is requested. Preliminary analysis showed non-physiological signals at both channels since 1 feb 2014. The physician should evaluate the benefit of a re-intervention, so as to check the functioning/integrity of the pacing system.